Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. The 75-80% stenosed target lesion being treated was located in the moderately tortuous, moderately calcified right coronary artery (rca). A 4.0x30mm maverick balloon was advanced to predilate the lesion. When the balloon was inflated in the rca, it ruptured at an unspecified atm. The device was removed successfully and the procedure was completed with another device. No patient complications were reported. Patient condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).